Event description:
It was reported that syringe 0.3ml 31ga 8mm tw 10bag 500 ca was unable to draw up insulin and the hub separated. The following information was provided by the initial reporter: material no. 320440. Batch no. 9343301. It was reported that one syringe could not draw up insulin and another syringe hub separated.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-12-02. H6: investigation summary: customer returned (1) loose 3/10cc, 8mm syringe. Customer states that one syringe could not draw up insulin. The returned syringe was tested and was able to draw and expel properly without any observed defects. Customer returned (1) loose 3/10cc syringe. Customer states that the hub separated. The returned syringe was examined and exhibited the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch # 9343301 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications noted that did not pertain to the complaint. Bd was able to confirm the customer¿s indicated failure hub separated. Bd was not able to duplicate or confirm the customer¿s indicated failure could not draw up insulin. Device history record; l2l and logbook evaluation: the device history (DHR) for batch 9343301 was reviewed and zero quality notifications were written for issues relating to the assembled syringe defect. The syringes were assembled from 23feb2020 to 25feb2020. During the manufacturing process, the following inspections are completed on regular intervals: 1. Visual inspection every hour: needle assembly not fully seated or improperly seated on barrel tip: hub to barrel gap measurement (pin gauge used when deviation is suspected). 2. Visual inspection every hour: missing component. 3. Visual inspection every hour: damaged / defective components. 4. Functional inspection every 2 hours: hub removal force if a defect is found during an inspection a quality notification is initiated maintenance dispatch (l2l) was reviewed, and no dispatches were created from 23feb2020 to 25feb2020 that would cause the needle assembly unit to become unattached. Root cause: root cause for this defect cannot be determined. DHR, l2l dispatches, logbook entries were looked at, nothing was found pertaining to this defect. Capa1630423 has been opened to address this issue.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.3ml 31ga 8mm tw 10bag 500 ca was unable to draw up insulin and the hub separated. The following information was provided by the initial reporter: material no. 320440, batch no. 9343301. It was reported that one syringe could not draw up insulin and another syringe hub separated.